Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated that a dialysis catheter adapter cracked and catheter needed to be exchanged. The product name and code for this catheter is unk, but the customer stated that it was a 23cm catheter.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.